Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are avail. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 131 mg/dl, 199 mg/dl and "hi" within 10 mins. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Customer reported drinking soda to counteract the symptoms. No third party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.